Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that during a procedure at the time of introducing the drill flexible device to start drilling, the product broke. The incident happened inside the patient, however the device was removed. The patient´s health condition is stable and no damage was reported. The procedure was completed successfully with a backup device.